Manufacturer narrative:
Section h10: (h3) the broken device reported was likely the result of applying a counterclockwise resistance force to the instrument that was greater than the yield strength of the material which led to fracture of the post and the blades.

Event description:
As reported, during a procedure on this (B)(6) y/o male patient, while reaming the glenoid, the reamer jumped/jolted. We stopped reaming and realized the shaft that connects to the tri drive had a spiral fracture through it. Nothing fell into the patient. The reamer did not fully shatter, and we changed to a 46mm reamer. Patient was last known to be in stable condition following the event.